Event description:
It was reported that this pacemaker system exhibited brady pacing not delivered when required from the right ventricular (rv) lead and noise and oversensing. Noise was due to a suspected disconnection. Loss of capture was noted. The issue was resolved with reprogramming. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited brady pacing not delivered when required from the right ventricular (rv) lead and noise and oversensing. Loss of capture was noted. The issue was resolved with reprogramming. This pacemaker system remains in service. No adverse patient effects were reported.